Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 600 mg/dl. The customer was treated with manual injections as well as bolus. The customer was admitted to the hospital. Customer's blood glucose at time of hospitalization was 600 mg/dl. Customer experienced symptoms of stomach pain, blurry eyesight, dizziness and high blood glucose. The customer cause of hospitalization was diabetic ketoacidosis almost but not quite. The customer was treated with fluids and injections. Customer was wearing the pump at the time of hospitalization. The customer also reported that she had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 36 mg/dl. The customer was advised that she had already gone through troubleshooting.